Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of atrial perforation and pericardial effusion as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the pericardia effusion appears to be related to the atrial perforation and the atrial perforation appears to be due to procedural conditions due to steerable guide catheter contacting the atrial wall. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the transseptal puncture was more posterior than originally intended due to torque on the catheter. After the transseptal puncture was performed, the steerable guide catheter (sgc) was inserted; however, at this time a pericardial effusion had occurred. It was suspected that the sgc had contracted the atrial wall causing damage. The procedure was continued, and two clips were implanted. After the clips were implanted, the pericardial effusion had disappeared; therefore, no additional treatment was needed. Mr reduced to a grade of less than 1. There was no clinically significant delay in the procedure. No additional information was provided.